Event description:
Reporter alleged obtaining the results of 322 mg/dl and 161 mg/dl back to back within 10 minutes on the aviva system. Reporter alleged obtaining another result of 493 mg/dl in the next 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 322 mg/dl and 161 mg/dl back to back within 10 minutes on the aviva system. Reporter alleged obtaining another result of 493 mg/dl in the next 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.